Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was reprogramming of the implantable neurostimulator (ins) and activation of adaptive stimulation. During the adaptive stimulation activation, the patient reported nausea and tightness in the chest. Paramedics were called and the patient was taken to the hospital. The status/outcome of the patient was unknown. The indication for therapy was spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.